Manufacturer narrative:
For the reported malfunction, lot number was provided, and a lot history review was performed. The sample was returned for evaluation. Break and leak were confirmed for the malfunction. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8088 pta balloon dilatation catheter allegedly experienced leak/splash and break. This report was received from a single source. This malfunction involved a patient with no patient consequences. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6) kgs.